Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endotracheal tube. The customer reported the patient experienced "roughness of voice" after the tube was removed from the patient. Medtronic has requested additional information regarding the circumstances of the reported event.